Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported they had excessive no delivery alarms after infusion set changes. The customer also reported receiving no delivery alarms during bolus deliveries for the past two days. The customer stated the cannula was not bent on the infusion set. The customer's blood glucose was 450 mg/dl at the time of incident. Customer was able to treat their blood glucose with a manual injection. The customer has not tried all remedies for the alarm. Customer was unable to troubleshoot for the insulin pump at the time of the call. Customer stated their blood glucose was 461 mg/dl. The insulin pump will not be returned for analysis.